Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's parent reported via phone call indicating that the customer experienced unexplained high blood glucose of 285 mg/dl. The customer was treated for the high blood glucose with their insulin pump by changing the infusion set. The caller sated that they found air bubbles in the tubing of the insulin pump. The caller was able to prime the air bubbles out of the device. The customer did not return the product back for analysis.